Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 8/21/2025. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the suture fraying (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle held with surgical tweezers with the damaged suture in the attachment area. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, action taken when event occurred? New suture foil taken, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2025 and barbed suture was used. It was reported that the suture fray into 2 filaments at the swage site. There were no patient consequences reported. Additional information was requested.